Event description:
It was reported that on an unknown date, the surgeon was doing a suprapatellar tibial nail using the tna. After distal locking the nail he went to do proximal locking through the aiming arm. The drill bit was hitting the nail and not targeted correctly. He had to manipulate the leg and try several times to get the drill bit to pass through the nail. After achieving final fixation and removing the nail, the metal sleeve inside protection sleeve came apart from the plastic outer sleeve and remained in the joint when pulling out the device. The surgeon had to aggressively pull on the metal insert to remove it and the edges of the metal sleeve scraped against the patient's articular cartilage. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report involves one (1) unknown drill bit. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. D1, d2, d3, d4, g4-510k: this report is for an unknown drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.